Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer replaced micro switches in latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe had a door failure. The customer stated that the door failed to open on their ciisafe with error message. "Maintenance required". The customer has tried to recover failed storage space but still unable to recover causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.